Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the unipolar lead implanted in the right ventricle (B)(4) had high thresholds. The two unipolar leads (B)(4) implanted in the atrium with an adaptor had high thresholds and poor sensing. The right ventricular lead was replaced with one bipolar lead and the two unipolar leads were replaced with one bipolar lead. No patient complications have been reported as a result of this event.